Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced inflammation on both eyes (ou) at a 2 month post op exam. The surgery noted the inflammation reported was due to topical steroid use post-surgery and the patient had rebound inflammation. The patient¿s chief complaint was of extreme light sensitivity and of pain on both eyes. The patient¿s comments were of eyes started to feeling weird and gradually worsen with severe light sensitivity and pain that was throbbing. The patient was treated with an increase in topical steroid dosage. The surgery center indicated the patient saw a rheumatologist and had a full workup and a follow up visit with the rheumatologist. It was reported the symptoms were resolved. Bcva from (B)(6) 2017: right eye pre-op 20/20 2.75 x -1.00 x 20, left eye pre-op 20/20 3.50 x -.75 x 5. Bcva from (B)(6) 2017: right eye post-op 20/15 .00 x .00 x 90, left eye post-op 20/15 .00 x .00 x 90.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In further review it was discovered the serial number provided in the in the initial report was incorrect. The correct serial number is provided in this follow up report. As a result of the corrected serial number the following fields have been updated accordingly. (B)(4). Device manufacture date is 05/31/2008. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Model# in follow up #2 should have been updated to 20005d based on the correction to the serial number that was provided. However, it was inadvertently not addressed. This field has now been updated to model 20005d as appropriate. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.